Event description:
It was reported that this system was a part of an infection. A revision took place, and the device was explanted. The device was disposed and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.